Event description:
An article published titled "a nationwide multicenter study on 1-year outcomes of posterior chamber phakic intraocular lens implantation for low myopia"; was to assess the outcome of posterior chamber phakic intraocular lens implantation with a center hole (evo-icl; staar surgical) for patients with low myopia. The study covers 172 eyes of 111 patients. A 12.1mm vicm5_12.1; -3.0 diopter implantable collamer lens that was implanted into the patient's eye; needed to be exchanged with a longer length/different power lens due to an undercorrection. Lens remains implanted. See MFR# 2023826-2022-02195 for an additional eyes related to this article.

Manufacturer narrative:
Lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).